Manufacturer narrative:
The ins serial number was corrected from (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt the stimulation was very close to the ribs. It caused difficulty bending on that side and also for adequate placement of the charging antenna. The new antenna was allowing them to set the charging bars up and staying to charge the stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported the patient had replacement procedure in (B)(6) 2017. Patient stated the reason the initial stimulator was replaced was because they moved where the ins was implant in patient¿s body. Patient stated she wasn¿t sure if the ins migrated or what happened, but it felt like it was rub against her ribs. It was mentioned patient had hearing and vision problems and neither hearing/vision problems were related to her stimulator. No further complication and event were reported.